Manufacturer narrative:
(B)(4).

Event description:
It was reported the left ventricular lead became dislodged. The lead was explanted and replaced with a new lead. The condition of the patient was good.